Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. Reportedly, the pump had an inaccurate delivery issue but review of basal deliveries showed that they were correct and as programmed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged basal delivery discrepancy issue was not duplicated. Review of black box data found the last basal was delivered a day after the complaint. A manual time change two days before the complaint date from am to pm resulted in an apparent inconsistency of the total daily delivery. The total daily delivery added up correctly and reflected the user¿s programmed basal settings. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without issue. A 24-hour basal exercise were completed and delivered within specifications. Audio and normal bolus were delivered and recorded correctly.